Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient exhibited unspecified signs and symptoms of anemia. A routine blood draw showed a hemoglobin of 11.5 g/dl with a hematocrit of 35.5%. The patient¿s maximum lactate dehydrogenase (ldh) level during the event was 916 u/l. The patient remains in the hospital on a heparin drip. Due to his age, the surgeon does not want to perform a pump exchange. Once the patient is stabilized, he will move to another state in hopes of receiving a heart transplant.

Manufacturer narrative:
Approximate age of device ¿ 3 months.the pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The pump remained in use at the time of the event. Subsequently, the patient received an elective heart transplant (reference MFR. Report # 2916596-2015-00841). A direct relationship between the pump and the reported event could not be determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 03/24/2015, the patient was discharged from the hospital.